Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a torn downstream occlusion (dso) seal and buckled upstream occlusion (uso) seal. Additionally, the device had the incorrect serial number label on the device. The cause of the customer reported problem was wear and tear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, and the serial number label, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was ripped. The interior battery door latch was cracked, and the screen was slightly scratched. This occurred during testing, and there was no patient involvement.